Manufacturer narrative:
Pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test and excessive no delivery test. Unit passed the delivery accuracy test at 0.08830 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with corroded battery tube, cracked belt clip slot at battery tube threads area, scratched reservoir tube window, cracked case at display window corner, minor scratched lcd window stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of over 500 mg/dl, the customer current blood glucose was 381 mg/dl. The customer was hospitalized on (B)(6) 2018 evening. The drive support cap appears normal .the customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.